Manufacturer narrative:
(B)(4). Device not available.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced heating of the rechargeable batteries. There was no allegation of patient injury, and clinical investigation is ongoing.